Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose was 27 mg/dl. Further information regarding event was unable to be obtained as customer declined to provide information. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.